Event description:
Device 1 of 2.reference MFR. Report:1627487-2016-01965. Additional information received identified the scs leads were explanted and replaced with a different model. Effective stimulation was restored following the procedure. It was also noted that the leads had migrated.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report:1627487-2016-01965. It was reported the patient was no longer receiving stimulation as it would turn off when attempting to turn it on. Diagnostics revealed both high and low impedance values for the scs lead(s). An sjm representative was unable to resolve the issue with reprogramming. Surgical intervention regarding the scs leads will be taken at a later date to address the issues.